Manufacturer narrative:
Visual examination of the returned device found the tip of the driver was missing entirely. The tip of the driver is welded into place. This weld appears to have failed, resulting in driver tip falling out. The driver tip was not returned with the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the universal screwdriver tip breaking off cannot be determined from the samples and the information provided. A potential root cause may be the weld holding the driver tip in place failing as a result of unexpectedly high forces placed on the tip during use and several years of wear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by commercial coordinator in (B)(6). We have also product complaints in (B)(4) depuy (orthokit/loaner site) for 2017 year. Devices quarantined due to breakages, functional tests failures. In all cases no data available if any injures or adverse events. No information about surgery, delays, patient related data.